Manufacturer narrative:
Investigation pending.

Event description:
Low results with new strips - no further lab comparison yet. Pt had inr of 1.8 on meter. Doctor recently raised dose of coumadin to 10 mg daily based on low meter results. Pt has noticed that she bruises more easily lately.